Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-08070. It was reported a cardiac perforation occurred. An intellamap orion¿ mapping catheter and a dynamic xt¿ diagnostic catheter were used during an ablation procedure to treat atypical flutter. There were no reported issues with boston scientific devices during the procedure. Another manufacturer¿s ablation catheter had been used, which was noted to have ¿likely caused the problem.¿ there had been a steam pop from the ablation catheter; however, the cause of the perforation was not available at the time of this report. The perforation was found on the posterior wall, while the steam pop occurred on the anterior la septum. The procedure was not completed. The patient underwent a pericardial tap, followed by a sternotomy, and CT surgical repair. The patient was doing well with no loss of function.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis after decontamination; the lot number matches that provided by the customer. The returned device does not have obvious visual defects. Electrical testing was performed and no electrical issues were identified in a straight or curved position. Functional inspection shows that the push/pull knob functioned properly. Tip motion was evaluated against a ruler, and the curve passed. A device history record review was performed and no deviation was found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2017-08070. It was reported a cardiac perforation occurred. An intellamap orion¿ mapping catheter and a dynamic xt¿ diagnostic catheter were used during an ablation procedure to treat atypical flutter. There were no reported issues with boston scientific devices during the procedure. Another manufacturer¿s ablation catheter had been used, which was noted to have ¿likely caused the problem.¿ there had been a steam pop from the ablation catheter; however, the cause of the perforation was not available at the time of this report. The perforation was found on the posterior wall, while the steam pop occurred on the anterior la septum. The procedure was not completed. The patient underwent a pericardial tap, followed by a sternotomy, and CT surgical repair. The patient was doing well with no loss of function.